Event description:
It was reported that the plastic at the tip of the vessel sealer extend (vse) had a crack. The element that seals was allegedly defective. There was no reported patient impact or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no further information available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the complaint regarding the plastic at the tip of the vse having a crack was confirmed by failure analysis. One of the grips was found broken at the distal tip. Material approximately 0.09" x 0.06" was missing and not returned by the customer. Location of broken area was seen with indentations and jagged fractures. Additionally, it was found that the integrated cord was cut off. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.